Event description:
On 11/17/93 an aus device was implanted. On 2/16/94 a revision surgery was performed. Info received on 9/24/96 indicates the entire device was removed from the pt, date and reason not indicated, and replaced. Co has requested add'l info.